Event description:
It was reported during a chest wall case, the 4th rib plate did not sit flush against the rib and the screw length recommendations were inaccurate. The same device was used to complete the procedure; however, the surgeon just implanted a longer screw than what was suggested. There was no delay in procedure and no patient injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a1, a2, a3, b5, e1, g3, and h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a chest wall fixation procedure, the 4th rib plate did not sit flush against the rib and the screw length recommendations were inaccurate. The fit issue and screw length concern were identified intra-operatively during implantation and positioning of the rib plate. Attempts have been made and no further information has been provided.